Event description:
It was reported that the patient has experienced 2 migraines since he started using the ortho pak device the patient is using the orthopak on his foot but was wondering if the stimulator could be to blame. The patient stopped using the stimulator on saturday. The patient also mentioned that he has complex regional pain syndrome. The patient spoke with his doctor and the doctor called the zimvie sales representative. The patient is taking ibuprofen/tylenol for pain. The patient was advised to conduct a time test at one-hour increments after the pain subsides. The patient will call back with an update. No additional information has been reported at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g3, g1: contact office and manufacturer site, g6: report type. Additional information - h4: device manufacture date, h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient has experienced 2 migraines since he started using the ortho pak device the patient is using the orthopak on his foot but was wondering if the stimulator could be to blame. The patient stopped using the stimulator on saturday. The patient also mentioned that he has complex regional pain syndrome. The patient spoke with his doctor and the doctor called the zimvie sales representative. The patient is taking ibuprofen/tylenol for pain. The patient was advised to conduct a time test at one-hour increments after the pain subsides. The patient will call back with an update. No additional information has been reported at this time. No product was returned for evaluation.

Event description:
It was reported that the patient has experienced 2 migraines since he started using the ortho pak device the patient is using the orthopak on his foot but was wondering if the stimulator could be to blame. The patient stopped using the stimulator on saturday. The patient also mentioned that he has complex regional pain syndrome. The patient spoke with his doctor and the doctor called the zimvie sales representative. The patient is taking ibuprofen/tylenol for pain. The patient was advised to conduct a time test at one-hour increments after the pain subsides. The patient will call back with an update. No additional information has been reported at this time. No product was returned for evaluation.

Manufacturer narrative:
UDI related data quality updates only a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, d4: expiration date, g4: PMA/510(k)#, h4: device manufacture date, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.